Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information and patient weight. Additional information: h6 - method code: 4117 has been updated to 4114. Corrections: e1: information submitted in earlier report has been corrected. H2 - follow-up type: in earlier report, "additional information" should have been selected instead of "device evaluation".

Event description:
Additional information was received that surgery occurred during which the ipg was explanted. It is unknown whether the lead was also explanted. The reason for explant and date of explant are unknown.

Manufacturer narrative:
Corrections: h6 patient code: in initial report, 2692 should have been entered instead of 2199. H6 device code: in initial report, 3190 should have been entered instead of 2993.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-11731. It was reported that the patient notified the abbott representative that he will be having a system explant. No other information is known, including whether the surgery has occurred.